Manufacturer narrative:
An event regarding damage involving an other hip screw was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor could the root cause be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
During tha surgery, the surgeon used the screw for fixing the cup. When the surgeon inserted the screw, one of the screws could not be inserted. The surgeon checked the screw, and metal shavings were seen on the screw. The metal shavings were removed, and the surgeon did not used this screw. The surgeon finished operation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
During tha surgery, the surgeon used the screw for fixing the cup. When the surgeon inserted the screw, one of the screws could not be inserted. The surgeon checked the screw, and metal shavings were seen on the screw. The metal shavings were removed, and the surgeon did not used this screw. The surgeon finished operation.